Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Based on the collected message log information, no instrument or reagent issues were noted. Siemens representative indicated that the sample was not available for evaluation. The cause for the discordant troponin results in unknown.